Manufacturer narrative:
A product sample was received for evaluation. The reported issue is not related to a previous repair by the manufacturer. Visual and functional testing were performed. Both tamper seals were in tact. Top case was chipped on right corner. Force sensor test was found on review of error history log. Checked and tested the force sensor. Force sensor test was found at power up. Force sensor was out of specification; count was at 0 (should be in 30s) and value was -0.89 (B)(6) with no pressure applied. The reported issue was due to force sensor being out of calibration. Impact knocked the force sensor out of calibration. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. This issue is a result of the customer's impact to the device. Beyond device repair, no further action will be taken on this issue. Reference the following warning statement found in the important safety information section of the operator's manual under the heading of warnings. Never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it. Also, reference the following warning statement contained in the safety features section of the operator's manual under the heading maintenance and service, and periodic maintenance. Dropped or damaged pumps: never use a dropped or obviously damaged pump. Withdraw it from service until a trained biomedical technician can test it. Actions/repairs were done to correct the reported issue: recalibrated the force sensor and performed power up process, preventative maintenance, occlusion test and all functional tests which passed.

Event description:
It was reported that force sensor test failure occurred. No patient injury was reported.